Event description:
It was reported that a user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, after which the agent guided the user to toggle the cgm selection and re-enter the sensor pairing code, advising on the time interval for reconnection. No adverse clinical symptoms reported. Outcomes included no injury and no health impact. User support included troubleshooting and user education performed remotely. Investigation of this case revealed a communication interruption between the cgm and the ilet that was addressed through re-pairing steps, consistent with a transient connectivity issue without device component damage. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication loss likely related to pairing that resolved with standard troubleshooting.

Manufacturer narrative:
Initial.